Event description:
Patient returned from the or with a temp of 35 degrees. In an attempt to warm the pt, warm packs were used. Thirty minutes later, the pt was found to have 2 blisters on left arm. Dates of use: 2007. Diagnosis or reason for use: hypothermia. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.